Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high reading issue with the abbott diabetes care (adc) device. The caregiver reported an unspecified sensor reading, which was higher than capillary meter result. As a result, customer experienced sweating and was taken to the hospital, however the caregiver did not know what the healthcare professional provided the customer for treatment. There was no report of death or permanent injury associated with this event.